Event description:
During a in clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.